Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. The complaint states the patient experienced low transmitter battery. Data was returned and evaluated. The reported event of low transmitter battery could not be confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable. The root cause could not be determined post-investigation. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed, resulting in 0.21 volts discharged. A pairing test was performed on the transmitter, with the nordic bluetooth pairing device and it passed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding nothing related to the customer complaint. The complaint of pairing issue could not be confirmed. The root cause could not be determined post investigation.